Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the distal tip of the guide wire separated and broke off. During the procedure, the radiopaque portion of the marvel guide wire separated and broke off in the patient. The physician stented the wire against the vessel wall and the patient was fine. No further information was available.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Examining the returned product revealed that the core fractured 13mm from the distal tip and the distal portion was not returned. Regarding the coil, it was severely stretched from a point 30mm from the distal tip, so it was impossible to estimate the location of its fracture. No other abnormalities were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the distal tip of the guide wire separated and broke off. During the procedure, the radiopaque portion of the marvel guide wire separated and broke off in the patient. The physician stented the wire against the vessel wall and the patient was fine. No further information was available.